Event description:
The reporter indicated the surgeon implanted a 11.5mm ticm115v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was not exchanged for another lens.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This product was manufactured in (B)(6) and is not marketed in the u.s. (B)(4).